Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced infusion set leakage event on 02-mar-2026. The leakage was at site. Since infusion set has been use for few days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.